Manufacturer narrative:
The pump alarmed unexpected restart and erased memory anomaly after battery change due to a faulty component on the interface board. The pump passed the idle current, run current, self-test, off no power, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No unexpected battery out limit alarms were noted. The pump was monitored for three days and had no time loss/gain anomaly noted. The pump was received with a severely scratched display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the time and date on the insulin pump must be rest at every battery change, the customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.